Event description:
The physicians attempted arteriotomy closure with the closer xl 9 following an intervention procedure. Upon needle retrieval, the plunger removed easily, but did not appear to travel the full suture length. The foot was parked. As the device was being removed from the artery, slight resistance was noted. It was also noted that the foot was not fully parked and bleeding was occurring around the device sheath. The suture was removed because the ends were not identifiable. A guidewire was placed with difficulty into the device and the device was then removed for a second device. It was reported that "persistent, moderate oozing continued" around the device. The second device was removed and not deployed. Manual compression was applied for closure of the arteriotomy. There was no report of adverse patient effect.